Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor was found to be out of calibration.

Event description:
Pump was returned to animas for a short load step causing a large prime volume. Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.